Event description:
The customer reported that the system displaying an overload fault error message. This error is likely to cause the system to shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.